Manufacturer narrative:
The complaint was received on (B)(4) 2012; however, it was not until (B)(4) 2012 that the MFR was informed of any potential adverse event.

Event description:
On (B)(6) 2012, customer reported that the end-user claims the device contains latex. On (B)(6) 2012, the end-user reported that the device caused pain, burns and scarring.